Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the ins heating was not determined. The patient was not recharging the ins in the sun. It was unknown if the recharger showed a thermometer on the screen. No additional diagnostics or troubleshooting was planned or performed. No actions or interventions had been taken or planned. It was unknown if the issue was resolved, however, the therapy was effective.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient complained the ins was heating up with no reason and that they need to put ice over it. The patient was implanted in april and has had no problems with it since. The ins heating occurred twice in the last month. The impedances looked good with nothing out of range, no alarms on the telemetry, no problem with the recharging, no MRI, no fall or change in the paresthesia. The heating was not related to being in a certain position. The heating was gone when the stimulation was off, but also with external ice cooling for 20 mins. The heating could not be provoked by palpating over the system. The heating did not occur during recharging. It was not known if the patient recharges the ins in the sun. It was not known if the recharger showed a thermometer on the screen, but the rep didn¿t think so as the patient didn¿t report any dysfunction of the system. There was no harm or injury to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the patient didn't bring it up during their last consult. The physician will ask a nurse to call in order to check on the subject. In his eyes, the patient didn't bring it up because it was no longer a problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative who reported that the client had no news from the patient and in his experience it means that things are back to normal.